Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a partial lead was returned. The insulation was abraded from 5.9 cm to 7.0 cm from the distal tip which breached to the coils. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that the left ventricular lead exhibited unacceptable thresholds and impedance greater than 3000 ohms. During the attempt to extract the associated right ventricular lead, the patient's ventricle was perforated which resulted in the patient's death.